Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the laser fiber broke and started a fire during a therapeutic ureteroscopy with laser lithotripsy procedure involving an olympus powered laser surgical instrument. The procedure prolonged less than 30 minutes. No adverse events were reported and was completed using an olympus backup device. There was no patient injury reported.